Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1203865. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1257719 medical device expiration date: 2023-09-30. Device manufacture date: 2021-09-14. Medical device lot #: 1320318. Medical device expiration date: 2023-11-30. Device manufacture date: 2021-11-16. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was a clogged/blocked instrumentation probe. The following information was provided by the initial reporter. The customer stated: "the instruments started clogging with micro clots or fibrin. These formations are not visible to the naked eye, but they accumulate in the instrument needle and clog it in time."

Manufacturer narrative:
H.10 correction: this MDR (B)(4) is being cancelled as the customer originally provided the incorrect material number. The sku reported (367525) was not involved in this case. (B)(4) contains the correct product and complaint.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tube there was a clogged/blocked instrumentation probe. The following information was provided by the initial reporter. The customer stated: "the instruments started clogging with micro clots or fibrin. These formations are not visible to the naked eye, but they accumulate in the instrument needle and clog it in time.".